Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported there was air in the patient line of the cassette during the initial drain phase of peritoneal dialysis therapy. The home patient was connected. Troubleshooting determined the home patient had connected to the patient line without properly priming the line. The technical service representative reviewed proper procedures with the home patient and assisted in ending therapy. The home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, troubleshooting determined the patient had connected to the patient prior to completing priming and this is a known cause of the event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.